Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received not deployed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The rotational sensor counts & state graph did display false open/closed states. The exact cause of these rotational sensor assembly malfunction(s) could not be determined. The needle did not deploy because the first prime algorithm completed earlier than expected after 21 pulses, which is caused by the rotational sensor seeing false open/closed states, confirming the symptom code pod needle mechanism failure - cannula did not deploy. Damage was found on the commutator cap on one location in the form of a scratch. It could not be determined if this led to the rotational sensor malfunction(s).